Event description:
It was reported that during advancement of the stent to the calcified lesion site in the right sfa, the stent could not pass through the lesion site. Under guided fluoroscopy, it was discovered that the stent had partially deployed prematurely. The partially deployed stent was removed over the wire while maintaining wire access. A new stent was used and deployed successfully. The pt was asymptomatic with no reported injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.